Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. Reportedly, the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: during investigation, the audio bolus button cover was free of defects and was fully responsive. The audio bolus button cover was opened to find no intermittent conditions. The unresponsive audio bolus button complaint was unable to be duplicated.